Manufacturer narrative:
Date rec'd by MFR: 16may2019. MFR site: correction. The device was evaluated by a field service engineer (fse) and no abnormality on pressure accuracy and flow accuracy was found, so the device was determined normal. The reported problem was not duplicated during operation checks. At the customer's request, the repair has been cancelled and the device will be returned without any repairs done because no abnormality was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator would not respond when trying to change the mode to standby even after the standby was presses while the device was on the patient and the mask was opened. There was no report of patient harm as a result of the event occurred.